Event description:
I wore the honeypot liner and noticed a burning sensation. Very uncomfortable and the burning remained there once I removed the liner. I am currently doing fertility treatment and unsure if it will affect me. Menstrual period.